Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin, and the insulin gauge remained static at 105 units. Although requested, the customer reported being unable to upload the pump data for a log review to be performed by tandem technical support. Additionally, the customer declined to perform troubleshooting with tandem technical support. The customer's blood glucose level was 394 mg/dl.